Event description:
During the procedure to implant the excluder bifurcated endoprosthesis, the final angiogram indicated a type I, proximal, endoleak. The leak persisted even after it was ballooned twice. The physicians decided that the device should be left and monitored. Repeat scanning indicated that the leak persisted. The surgeon surgically removed the ebe and repaired the aneurysm surgically. The pt is stable and recovering. The surgeon suspects that the pt's anatomy caused this problem.